Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 132.3000 in the error log. He would like to know what to do with the pcu sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) to check tamper switch to see if it is sticky or bounce back normally. Tamper switch checked was working properly. Steve will complete pm/test and put unit back in circulation.